Manufacturer narrative:
Additional data: the reporter indicated that the surgeon implanted a 13.7mm vticm5_13.7 implantable collamer lens of diopter -11.5/+3.5/48 (sphere/cylinder/axis) into the left eye (os) on (B)(6) 2019. The patient experienced refractive change over time. On (B)(6) 2024 the lens was exchanged for the same model, shorter length and the problem was resolved. Status of the eye: "all fine". The reporter indicated the cause of the event was unknown. Claim# (B)(4).

Manufacturer narrative:
A4 - unk. A5 - unk. A6 - unk. H6 - work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vticm5_13.7, -11.50/3.5/048 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2019. Refractive change overtime was observed. Lens remains implanted. Cause of the event is reported as unknown. Additional information has been requested but none has been forthcoming.